Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. The device had set rrt/eri. Review of the save to disk data showed evidence of unexplained rapid depletion as seen in the battery graph below. There were no carelink files available for this device. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted for normal battery depletion. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.